Event description:
Consumer called to report not feeling comfortable with the readings he is getting form his meter. Analysis on the clark error grid using mean av. Reading (187) vs. Bd readings of (38, 272, 250) yielded data points in the e zone of the grid outside of acceptable limits.

Manufacturer narrative:
Awaiting prod return to conduct quality investigation.